Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt reported that after their CT scan procedure yesterday they cannot connect with their communicator. Pt confirmed communicator was on. Agent had pt accessed mystim and got no device found after placing the communicator over the implant to pair and connect. Agent had pt reset the communicator, the bluetooth, and restarted the handset. Pt once again accessed mystim, place the communicator over the implant, confirmed implant serial number. Pt confirmed able to connect mystim but also confirmed that the implant battery was low. Agent instructed the pt to close all apps, turn on the wireless recharger (wr) and access the recharger application. Pt then confirmed that therapy was off, good recharging quality, and low implant battery. Agent reviewed implant battery information. Pt then mentioned that before they had the procedure yesterday they have the implant fully charged and thought that the procedure might have drained the battery. Agent reviewed information to pt. Pt then asked how to access MRI mode. Agent provided instructions to pt how to go to MRI mode but also reminded them that they are actively charging the implant. Pt will monitor the charging of the implant first and wait until battery reaches 30% before they turn on the therapy if really needed.